Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 455 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod was leaking insulin. The patient was treated with shot with insulin and a bolus 9 units of insulin the patient was released four hours later. The pod was won when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.